Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the video processor (vp) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In system logs, error 95 was found to indicate the failure occurred in the field. Visual inspection, unit came back with no air filter. The vp was installed in the golden system, where the component functioned as expected. The golden system was set to run 10 power cycles and sitting idle for 3 hours. Once testing was completed, the system error logs was inspected, but no error could be identified. The complaint was not confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system shutdown on its own due to overheating with an error 95. The customer noted that there was no obstruction on the front of the vision side cart. The customer was able to restart the system but opted to continue the case laparoscopically. The procedure was converted to laparoscopy with no reported injury.